Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing which resulted in the delivery of inappropriate shocks. Pacing threshold measurements and impedance measurements were within normal limits. A revision procedure was performed and the rv lead was surgically abandoned. The device was also explanted and replaced. No additional adverse patient effects were reported.